Event description:
The hosp biomedical engineer called the solutions center and reported that the m1205a v26/24 monitor shut, during a pt code event resulting in a pt death.

Manufacturer narrative:
A follow-up call was placed to the biomedical engineer, who stated that there was no device malfunction. The biomedical engineer stated that it was determined that the issue was related to the wall outlet that the m1205a monitor was plugged into. The biomedical engineer tested the m1205a monitor in the biomedical engineering shop for 48 hrs with no problems noted. A follow-up call was placed to the hospital risk mgr, who requested that the device be tested by a philips field service engineer (fse). A service order was created and the fse went to the customer site to perform device testing. The fse found the device to be performing to specifications. The fse provided a copy of the test report to the risk mgr. This is not being considered a device malfunction. No further calls have been logged for this customer issue. No further investigation or action is warranted.